Event description:
It was reported from (B)(6) by medical staff that a patient experienced a controller exchange due to power switching. The patient reported hearing the sound of batteries switching 3 times. The battery status on the controller indicated a drop of 25% capacity in one half hour. There were no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. One (1) battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files which revealed multiple premature power switching events around the reported event date, of which involved (B)(4). Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01381 and 3007042319-2015-01382) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01381) submitted for devices related to the same event.